Event description:
It was reported by service report that the stretcher will not zoom due to handle weldment was broken. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom handle weldment.